Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, on (B)(6) 2023 the customer was admitted into the emergency room (ER) with a blood glucose (bg) level of over 600 mg/dl, with small ketones. Customer attempted to address the elevated blood levels by administering manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and customer was released the same day, with no permanent damage. Cts performed a system check and the pump is functioning as intended.